Event description:
It was reported by the affiliate in switzerland that the micro tornado hp w handcontrol device did not work anymore. During in-house engineering evaluation, it was determined that the device had a short circuit in the motor cable. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device do not work anymore. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: motor defect - the motor is stuck. Cable defect - there is a short circuit in the cable. Button defect - the values of the keypad are out of tolerance. The hand control set, motor cable and motor were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot =manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device do not work anymore. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: motor defect - the motor is stuck. Cable defect - there is a short circuit in the cable. Button defect - the values of the keypad are out of tolerance. The hand control set, motor cable and motor were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot =manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device did not work anymore. During in-house engineering evaluation, it was determined that the device had a short circuit in the motor cable. There was no procedure nor patient involvement reported. No additional information was provided.